Event description:
Customer called to report that fluid was dripping into the tubing tray of the coulter lh750 hematology analyzer slide stainer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) discussed the issue with customer by telephone; customer stated that stain fluid was leaking into the tube tray. The fse assisted customer with performing troubleshooting on the instrument, during which it was determined that the problem was a leaking stain pump. A replacement part was ordered for customer to replace the leaking stain pump. The root cause of the leak was the stain pump.

Manufacturer narrative:
(B)(4).